Event description:
It was reported that the customer's pump wake button was unresponsive at times. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.